Manufacturer narrative:
The fenestrated bipolar forceps has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the fenestrated bipolar forceps instrument was bent and a piece of the black part fell inside the patient. However, the doctor retrieved the broken fragment during the same surgical procedure which was completed robotically.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a broken main tube approximately 1.44 inches from the distal tip. As a result of the broken main tube, the instrument became stuck in the trocar and was returned with the cannula and seal still attached. Components adjacent to this broken main tube showed damage. The instrument's conductor wire was also broken at the distal end, near the proximal clevis. The instrument failed the electrical continuity test, as the wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be intact, although some material was found to be missing. A cannula and seal were still attached with no damage found. Additional information was obtained from the customer regarding the complaint: a fenestrated bipolar arm was in use during a robotic-assisted laparoscopic myomectomy case. The arm stopped moving and the first assist saw that the tip of the arm would not straighten out. An emergency instrument release device was retrieved and used in an attempt to take the arm out through the trocar, but it was unsuccessful. Due to the fact that the arm could not straighten out completely, the only way to take it out was to take the entire trocar out along with the arm. Upon exit, a piece of the wire that had snapped, broke off and went into the interior of the abdominal wall. It was spotted and retrieved easily leaving no damage. A new arm was placed with a new trocar, and the procedure was completed successfully. An abdominal x-ray was taken out of an abundance of caution to give another diagnostic tool to confirm that there was not any other metal in the abdomen. The surgical task being performed during the device breakage was lifting the uterus. The surgeon did not notice any issues with the functionality of the instrument. The accessory did not collide with any other instruments or other hard material during the surgical procedure. The fragment fell inside the patient due to an instrument tip / accessory collision. The accessory was not removed during the procedure, prior to the breakage. The surgical staff felt resistance upon removal of the instrument; it remained bent and unable to straighten. There was no damage noted to the cannula after the accessory was removed. The fragment was retrieved, and it was confirmed through examination and looking around the belly. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The accessory is available for return; however, a fragment was thrown away. There were no photographic images of the devices or video recording of the procedure available for isi review. No further information was available.

Event description:
Refer to h11 for follow-up information.